Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood/body fluid in helix housing and tissue entwined in the helix. Laboratory testing was able to reproduce the reported clinical observation of helix difficulty allegation.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement and high pacing thresholds. The lead was also noted to have exhibited helix extension issues while attempting to reposition it. This lead was returned for analysis. No additional adverse patient effects were reported.